Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test and excessive no delivery test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The pump communicated properly with the test bg meter. The bg value on the meter was display on pump screen. No damage noted on case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose level, absence of no delivery. The blood glucose at the time of the incident was 490 mg/dl. The customer states the sensor glucose was at 296 mg/dl. The customer had symptoms such as metallic taste in mouth. The customer did not contact their healthcare professional but have a backup plan. The customer stated that they treated the high blood glucose, with pump. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was educated on not treating based on the sensor glucose readings. The customer performed the high pressure test and it failed twice. The device will be returned for analysis.